Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an issue with the infusion sets leaking at the site and not delivering. Customer reported that he is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was around 400 to 500 mg/dl. Customer's current blood glucose reading was 209 mg/dl. Customer reported that the issue was resolved by a complete set change. Replacement product is being sent.